Manufacturer narrative:
(B)(4).

Event description:
A consumer reported his wife's implantable neurostimulator (ins) was now to the left and upwards from where it used to be and his wife could not line up the antenna head under the incision line anymore and she only got 2-4 coupling boxes. She used to charge every wednesday and the battery would be less than a quarter charged; now, it seemed that she had to charge 1 or 2 days sooner as the battery appears to be getting lower faster. The programming had not been changed since the issue started. The doctor had already been consulted, who stated nothing was wrong. Follow-up was being conducted to determine of doctor had been notified and resolution of the reported issue. If received, a supplemental report will be submitted. Indication for use included spinal pain.